Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge came off the cartridge. There was no reported impact to the customer's blood glucose level. The cartridge was reloaded and the customer continued to use the pump and supplies for insulin therapy.